Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the b button of the insulin pump was harder to press and haziness from scratches and outside screen was difficult to see as well as insulin pump was randomly shut off. Customer¿s blood glucose level was unknown. Customer stated that the rejected new room temperature battery, grinding noise, and motor noise as straining. Customer also stated that battery out limit alarm. The insulin pump will not be returned for analysis.